Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information as requested. A detailed investigation was performed by an expert from the technical service: the flow sensor calibration is usually performed before patient use and is a required process to establish its accuracy. This calibration ensures that the ventilator can accurately measure the airflow and airway pressure being delivered to the patient and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the sensor is functioning as expected. Devices always need to undergo self-test and calibration before usage. If the flow sensor calibration failure alarm is ignored, the device would continuously alarm when used. If the test is not performed at all (which is against instruction in IFU) there is a potential that the measurement/values shown are not fully accurate. In conclusion, a failed flow sensor calibration should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed flow sensor calibration is not considered a reportable event. The root cause could not be clearly identified but was limited to a technical problem with the pneumatic parts of the ventilator. The list of pneumatic parts includes consumables (breathing circuit, proximal flow sensor, or expiratory membrane, not properly mounted or leaking), which could cause leakage or blockage in the rinse flow system.